Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the insertable cardiac monitor (icm) was missing electrograms (egm). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.